Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a 2mm portion of the suture sleeve separated from the rest of the suture sleeve and made it onto the defibrillation coil. The lead is still in use. No patient complications were reported as a result of this event.